Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. (B)(4).

Event description:
It was reported that a refill was missed in (B)(6) 2012. Although, the pump still had drug left in it, the pump had a refill alarm sounding and the drug was past the stability date. The patient had symptoms including: feeling "tight, seizures in december, febrile seizure, and urosepsis. The pump was infusing baclofen and it was uncertain if the patient was taking oral baclofen.

Manufacturer narrative:
(B)(4).